Manufacturer narrative:
This is one of two reports being submitted for this case. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. The device was used in off-label implantation in the mitral position in a patient with mitral annular calcification (mac). As there are no specific IFU or training materials related to mac procedures, the available training materials were reviewed only for information potentially relevant to the device use. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate use of the valve in an off label procedure (in a patient with mitral annular calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in taiwan, regarding a 26mm sapien 3 transcatheter heart valve implant in mitral valve in a patient with mitral annular calcification (mac), during the procedure, after the valve was deployed, the valve migrated to left atrium and a second sapien 3 valve had to be deployed. When the second valve was implanted with full volume, the first valve was over-expanded. After this second valve deployment, the blood pressure was low, and patient was converted to open heart surgery since annular rupture was suspected. Effusion was seen on imaging and after the open surgery, hematoma was found but there was no other tissue injury or rupture to the annulus. The doctor explanted both valve and re-implanted the second tavi valve again with sutures. No surgical valve was implanted. The patient was safe and stable post-surgery.